Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the universal surgical manipulator and viewer to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. A review of field event logs in artemis did not identify any corresponding error codes or faults consistent with the reported failure. However, visual inspection upon receipt confirmed that the carriage was loose. The unit was installed and passed all relevant testing within specification. After testing, inspection of the insertion mechanism revealed that all screws securing the insertion rail were loose. This caused the carriage to shake/wobble during insertion movement, replicating the reported event. After the insertion rail screws were re-tightened to specification, the carriage was manually traveled across the full length of the insertion rail and verified to move smoothly. No physical damage or obstructions were found in the insertion housing. Based on this investigation, failure analysis concluded that loose insertion rail screws were the root cause of the reported event.

Event description:
It was reported that after a da vinci assisted surgical procedure, the operating room (or) staff noticed that the arm 3 carriage is loose. There was no report of patient involvement or reported injury.